Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00649. It was reported that rotawire fracture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 2.0mm rotalink¿ plus and a rotawire¿ were selected to treat the lesion. During the procedure, ablation was performed about 10 times using a 2.25mm burr with a rotational speed of 200,000rpm. The device was then exchanged with a 2.00mm burr following ablation. When attempting to advance the 2.00mm burr into a non bsc guiding catheter, resistance was encountered at the curved part of the catheter. After that, when the rotaburr jumped and was advanced into the coronary artery, it was noted that the rotawire was detached near the middle of rca. Optical coherence tomography (oct) test was performed and confirmed that the wire remained inside the patient. No issues were observed on blood flow of the coronary artery. Percutaneous coronary intervention were performed to the patient several times and there was a site of the lesion that unspecified stents were deployed fourfold. The physician then decided to perform surgery the following week. The patient is presently stable and being monitored.